Event description:
It was reported that the customer went to the emergency room (ER) with a low blood glucose (bg) level, value was not provided; cause was not known. Glucose was administer by a health care provider to address the bg. Customer was discharged from the ER the same day with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.